Event description:
It was reported that the li61aor intraocular lens was inserted and removed intraoperatively due to lens decentration. The surgeon enlarged the incision to remove the lens and sutures were used. Additional info has been requested, but has not been received.

Manufacturer narrative:
The lens has not been returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.